Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h11. Corrected field:b5,b6,b7,d10,e1(event site mail),h6(investigation findings, impact code).

Event description:
It was reported by customer before use that cardiosave intra aortic balloon pump (iabp) turn off even when plugged in. No patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code,type of investigation, component codes, investigation conclusions).

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) evaluated the unit and after testing found the unit doesn't charge the batteries. The fse replaced the carts bulk power supply and power supply monitor. All functional and safety test were performed and passed.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). Event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) turn off even when plugged in.